Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had the implantable cardioverter defibrillator change out due to infection. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.